Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator was returned to a third-party service center for service and evaluation. There was no harm or injury reported. During the evaluation it was noted that a device error code e-80 was found in the device's error log which indicates the oxygen proportional valve that controls the flow of oxygen to the blower inlet was mechanically stuck closed or open. The devices oxygen blending module required replacement to address this issue. After completion of this repair, the device completed and passed all final testing. In conclusion, the device's oxygen blending module was replaced to address the issue.